Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes, (B)(6) 2026 lead capped. Additional information, lead fractured. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Recordings transmitted to home monitoring show intermittent rv lead noise. The rv pacing impedance trend shows frequent out of range measurements (less than 200 ohms) beginning in early september. Therapies have been disabled and next steps are being discussed with the physician. Lead is currently implanted.